Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.

Event description:
It was reported that the pt experienced a lack of therapeutic effect following a catheter revision. The pump contained prialt. Another catheter dye study could not be performed due to insurance issues. In late 2007, the pt had a pump refill performed. The expected reservoir volume was 1 ml; the actual reservoir volume was 20 ml. The pump was programmed to minimum rate while insurance authorization for a dye study was obtained. The hcp recently performed a purge bolus of .25cc over the course of 16 minutes and saw no drug coming from pump; the cerebrospinal fluid flow from the catheter was normal. The hcp replaced the pump in 2008 as it was "not pumping drug", the catheter was not replaced. The pt is reported to be doing well.